Manufacturer narrative:
A supplemental is being submitted for a correction to h6: health effect - impact code. The following sections have been added: b4, g3, g6, h2, h6, h11. The previously submitted investigation results remain unchanged.

Event description:
As reported by our french affiliates, during implant of an unknown valve, difficulty was encountered when advancing the valve out of the esheath+. Significant pressure was applied to the flex section to facilitate valve advancement. Upon withdrawal of the sheath, damage was observed. No patient consequences were reported. As per images provided, an esheath+ distal tip torn could be observed.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h3, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Visual examination was performed, and the following was observed: esheath+ liner fully expanded. Distal tip opened but was torn. All score lines (axial, slant and radial) present at distal tip. Hdpe material stretching at score lines. Due to the nature of the complaint, no application functional or dimensional testing was able to be performed. The complaint was confirmed through visual examination. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The provided imagery was evaluated and revealed the following information: esheath+ liner fully expanded. Distal tip torn. In this case, the complaint for sheath distal tip torn was confirmed based on the evaluation of the returned device and provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Crucial information such as calcification, tortuosity or minimum luminal diameter was not provided. Moreover, without 3mensio imagery the potential contribution of patient factors in the complaint event could not be assessed. Patient or procedural factors'such as challenging anatomy or non-coaxial advancement angles 'may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple potential contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.